Event description:
Pt's left hypogastric had previously been embolized. When the contralateral iliac leg graft was deployed, landing in the external iliac artery, there was a noted focal stenosis at the most distal segment of the graft. An iliac leg extension was deployed in order to extend the graft beyond the area of the narrowing and therefore eliminate the flow disturbance. Final angiogram noted good flow through the contralateral limb and no endoleak presence.